Manufacturer narrative:
D4: lot number: 46k (estimated to be 240605, 240606, 240613); d4: (B)(4); d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; e2: healthcare professional: unknown; e3: occupation: unknown. The actual sample was not returned. Since the actual sample was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the product inspection record. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the investigation of actual sample could not be performed, it was not possible to clarify the cause of occurrence. Instructions for use (IFU): "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the guidewire (gw) tip part peels off. Reportedly, this issue involves the following olympus product g-260-2545a. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. Possible residuals in the patient's body.